Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was used during a stenting procedure in the middle-lower bile duct performed on (B)(6) 2009 (male; patient age (over age 18 years), and weight are unknown). According to the complainant, a non-bsc stent was originally placed, but the stricture reappeared. The physician planned to place the wallflex biliary stent as a stent-in-stent. The stent was partially deployed and strong resistance was felt. The stent was removed from the scope without being reconstrained. The stent was checked and was able to be deployed outside the patient. The stent was re-inserted, but would not fully deploy. The distal part of the scope was angled at approximately 90 degrees. When the stent was retracted again, it was discovered that the proximal part of the inner shaft was detached. The procedure was completed with a different device (device and manufacturer unknown). The scope was not removed and reintroduced during this procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good". Since the initial medwatch report was filed, the device has been evaluated.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed and the proximal handle had come away from the inner lumen. The crimp on the proximal handle was evident. Detachment of the inner lumen from the proximal handle indicates that the crimp which attaches the stainless steel shaft (proximal handle) to the inner had failed. The most probable root cause of this complaint is operational context with excessive force used during deployment causing the inner lumen to handle crimp bond to fail. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was used during a stenting procedure in the middle-lower bile duct performed on (B)(6) 2009. (Over age 18 years). According to the complainant, a non-bsc stent was originally placed, but the stricture reappeared. The physician planed to place the wallflex biliary stent as a stent-in-stent. The stent was partially deployed and strong resistance was felt. The stent was removed from the scope without being reconstrained. The stent was checked and was able to be deployed outside the pt. The stent was re-inserted, but would not fully deploy. The distal part of the scope was angled at approximately 90 degrees. When the stent was retracted again, it was discovered that the proximal part of the inner shaft was detached. The procedure was completed with a different device (device and MFR unk). The scope was not removed and reintroduced during this procedure. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
(B)(4). (Stent partially deployed). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).